Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, tip broke, active blade did not work. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning. No further information available.